Manufacturer narrative:
One opened/used enlite sensor was found broken in half and the broken part was still attached to the sensor. It is unknown if the customer received the sensor in said condition as it was received opened/used.

Event description:
Customer reported via phone call, the sensor stopped working after being inserted for two days. Customer didn't recall customer's blood glucose level. Customer removed the sensor as it was causing the insulin pump to alarm. Customer agreed to return the sensor for analysis.